Event description:
Reportedly the pump was not delivering at an event rate (intermittent) during use by anesthetist. The anesthetist bolus dosed the pt manually to maintain adequate intravenous anesthetic agent. There were no pt issues reported.